Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900p 29mm valve, implanted for 13 years and nine (9) months, is being evaluated for a valve-in-valve procedure due to severe mitral stenosis. Mitral insufficiency was also noted. No other details at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 6900p 29mm valve, implanted for 13 years and nine (9) months, underwent a valve-in-valve procedure due to severe mitral stenosis. Mitral insufficiency was also noted. Successful tmvr was performed with 9600tfx 29mm. No procedural complications. Tee showed a well-seated valve with no significant mitral gradient and only trace perivalvular leak. The patient was transferred to recover in hemodynamically stable condition.